Manufacturer narrative:
Correction: please retract this report 2024-35617 due to the product cannot be implanted due to patient anatomy and there is no known product malfunction.

Event description:
It was reported that the patient presented during the implant procedure. The left ventricular (lv) lead was not used and replaced due to unknown reasons. The patient condition was unknown.